Event description:
Additional information was received, advising that surgical intervention was undertaken. Where in the device was explanted. Surgical intervention addressed the issue.

Manufacturer narrative:
A patient experienced extreme abdominal pain, following implant was reported to abbott. As a result, the lead was explanted and replaced with two octrodes to address the issue. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Event date is estimated.

Event description:
It was reported the patient experienced extreme abdominal pain following implant. Surgical intervention was undertaken on an unknown date wherein the lead was explanted and replaced with another model. Surgical intervention addressed the issue.